Event description:
It was reported that the lead shield was damaged. No injury reported. Field engineer was dispatched to site and replaced shield. Once this was completed system was left working as intended.